Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 08/28/2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/20/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2015 with the following findings: a review of the pump black box data indicated evidence of partially charged batteries being used resulting in a low battery warning and a replace battery alarm on the event date. During a visual inspection of the pump, corrosion was observed in the battery compartment. The battery compartment was observed to be cracked above and below the bumper pad. A leak test was performed and confirmed a battery compartment leak. Current draws measured within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.